Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/08/2015 with the following findings: evaluation revealed that the pump was returned with the keypad peeled off and with the keypad flex torn and missing- unable to test. Dim display- letters have a red hue. Audio tone alarms are inoperable. Opened pump- cold/cracked solder found on piezo. Audio bolus button cover is missing- unable to test. Returned battery cap used for testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display. This report is made based on results of investigation completed on 09/08/2015.